Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(6) and a specific cause for the patient¿s infection could not be conclusively determined. (B)(6) was returned assembled with the driveline (dl) severed approximately 3¿ from the pump housing. The distal portion of the dl was not returned. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section had been severed medially and the distal half was returned attached to the inlet elbow. The proximal half of the flex section was returned attached to the inlet tube. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft hardware was returned attached to the outlet elbow. The sealed outflow graft material and the sealed outflow graft bend relief were not returned. The bend relief collar was returned detached from the sealed outflow graft hardware. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The hmii IFU lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 of the hmii IFU and section 4 of the patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years, 0 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2019 due to a recurring driveline infection. No additional information was provided.